Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
It was identifed the patient experienced a dislocation after their revision surgery.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving a trident acetabular liner was reported. The event was confirmed. Medical records received and evaluation: clinician review of the provided records made no comment on the dislocation. The provided x-ray reports indicated the dislocation was successfully reduced, with good component position and no fractures noted. Clinician review of the provided records noted: "there is no evidence of loosening or migration of the components. There is no documentation of the post-revision dislocation available other than the x-ray reports of december 2, 2013. No subsequent follow-up is available.". Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions the exact root cause of the dislocation could not be determined with the information provided. As noted in the IFU dislocation is a known potential adverse effect of surgery, this event was apparently successfully managed without surgical intervention. Based on the information provided there is no indication the event was related to the devices and the event is considered patient related.

Event description:
It was identifed the patient experienced a dislocation after their revision surgery.